Event description:
It was reported that the patient underwent generator and lead explant due to infection. The patient had recently been implanted with vns. The explanted generator and lead were returned for analysis. Analysis of the lead was completed on (B)(6) 2014. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Analysis of the generator is underway, but has not been completed to date. No additional relevant information has been received to date.

Event description:
Analysis of the generator was completed on 09/24/2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.